Manufacturer narrative:
The product is not available for eval. Add'l info will be submitted within 30 days from receipt.

Event description:
As reported by the (B) (6) registry, the pt expired two days after repeat carotid vascularization of a lesion located in the left internal carotid artery. The lesion was described as 90% stenosed, eccentric, non-calcified, and 20mm in length. The reference vessel was 6mm in diameter and mildly tortuous. The lesion was pre-dilated and a 6mm angioguard rx was deployed. A 9 x 40mm precise pro rx stent was successfully implanted and the angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 50%. Approx two weeks prior to the procedure, the pt underwent a diagnostic carotid angiogram that revealed criterial in-stent restenosis in the left internal carotid artery. The pt had an occluded contralateral internal carotid artery and developed syncope with no subsequent neurological event. Nine months after the index procedure, the pt underwent repeat carotid vascularization in the left internal carotid artery. The pt experienced a post procedure retroperitoneal bleed and underwent endograft repair. A laparotomy revealed gangrenous bowel and the pt underwent bowel resection and end jejunostomy. The pt stabilized; however, due to his overall condition and desire to not remain on mechanical ventilation, he was extubated and subsequently expired. The investigator determined the syncope was not related to any other condition. According to the investigator, the event was not related to cordis product.